Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of no audio output cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. However, a root cause for the reported no audio output cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report no audio output from their receiver on (B)(6) 2015. It was reported that patient was using an adult receiver. No medical intervention or injuries were reported.